Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing high impedances. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.